Event description:
The operative report was received for the patient's migration correction surgery were received by the manufacturer and reviewed. It was noted that in the or, the surgical team was able to palpate the generator. After creating an incision in the left anterior chest and cutting through the subcutaneous tissues, the surgeon came onto a scar pocket that had formed around the vns generator. It was noted that it was difficult to see room sufficient for the generator to turn inside the pocket. The pocket was opened and the wound was irrigated. A silk stitch was placed through the scar that had formed just over the pectoralis fascia. The stitch was advanced through the suture hole in the generator and secured. The surgical team attempted to close the pocket smaller than it previously was. The patient was closed and the surgery was completed.

Manufacturer narrative:
Previous supplemental MDR #1 inadvertently did not include the information from the physician reporting the patient was in significant pain from the generator migration.

Event description:
Per the physician, the patient was in significant pain due to the generator migration.

Event description:
Per the physician, the repositioning surgery was planned to preclude serious injury as the generator had flipped to the point where you could see a bump on the patient's skin. Per a company representative, the repositioning surgery occurred (B)(6) 2016.

Manufacturer narrative:
(B)(4)

Event description:
It was reported by a nurse that this patient was being referred for surgery due to generator migration. The nurse reported that the generator continues "flipping and turning" on the patient. Additional information from the physician indicated that the patient first began to notice the migration on (B)(6) 2016. The physician did not know what caused the migration and the patient was not known to be a twiddler. The physician also stated that no external factors could have contributed to the migration. Additional information from the implant facility indicated that the physician used absorbable sutures for the implant surgery. Additional attempts at information have not been successful to date. No known surgical interventions have occurred to date.